Event description:
It was reported that the patient presented for a mitraclip procedure with grade 4 degenerative mitral regurgitation (mr), the mr extending across the center anterior and posterior leaflet segments 2 (a2/p2), mitral annular calcification (mac) along the posterior annulus that extended on to the posterior leaflet, and a thin and short posterior leaflet (measured between 5-6mm along the entire p2 region). During preparation of mitraclip ntw, physical resistance was felt on the arm positioner knob when it was initially opened before and after establish final arm angle (efaa). The clip jumped open and closed while the lock lever was unlocked. Troubleshooting was performed and was unsuccessful. During the procedure, it was noted that imaging was challenging due to calcification of both the mitral and aortic valves, and the orientation of the esophagus to the valve. There was possibility of single leaflet device attachment (slda) due to short posterior leaflet and an effort was made to grasp maximum leaflet due to calcified annulus. Ntw clip was placed at a2/p2. A multiplanar reconstruction was used for optimal leaflet insertion. The clip arms were placed perpendicular to the line of coaptation. Upon deployment, the clip was detached from the posterior leaflet. An area longer than 5mm was difficult to locate on either side of posterior leaflet, therefore the procedure was discontinued without attempting a third clip. The patient remained hemodynamically stable. No further therapy was offered to the patient. The mr was reduced to grade 4 post procedure. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
All available information was investigated, and the reported physical resistance of the arm positioner and clip jumping were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip jumping and physical resistance of the arm positioner. There is no indication of a product issue with respect to manufacture, design or labeling.